Event description:
Healthcare professional reported right side rupture, MRI confirmed. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was a broken shell, a missing shell and some fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one broken sharp edge in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side rupture, MRI confirmed. Device remains implanted.